Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. This malfunction involved all four patients with no consequences. Of the four patients, four patients' ages were reported to be between 27-66 years and two patients¿ weight were reported to be between 142-420 lbs, two patients were reported as male, and two patients were reported as female. All other patient details were not provided.

Manufacturer narrative:
Of the four devices, three lot numbers were provided and lot history reviews were performed. All the four devices were not returned to the manufacturer for evaluation; however, medical records were provided for all malfunctions. For all four malfunctions, the investigations are confirmed for perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. (Corporate lot no: unknown).